Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Two partial recaptures of the device was performed and then the device was deployed at the ostium. The release criteria was reviewed and the device was released. Upon release, the device moved proximal. After a period of time, the device embolized and traveled through the mitral and aortic valves and into the descending aorta. Arterial access was gained and an 18f sheath was advanced to the embolized device. A 10-31mm percutaneous snare was used to snare the device and it was safely removed from the patient.